Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for non-malignant pain and chronic low back pain reported they had the implantable neurostimulator (ins) repositioned in (B)(6) 2015 because it was poking out of the skin. It was noted no manufacturer's representative (rep) was present at this surgery.

Manufacturer narrative:
Any additional event information (previously captured in manufacturer¿s report # 3004209178-2015-25038) will now be captured in manufacturer¿s report # 3004209178-2015-25299. (B)(4).

Event description:
Additional information was received from the consumer regarding symptoms related to experiencing squeezing where the leads went up the spine and the stimulator poking out again; the consumer reported that it took her breath away when the squeezing occurred and the battery's corner was sticking out. Steps taken to resolve the reported issues included moving the battery, however it was still squeezing. The consumer also reported that the patient was experiencing some burning on one side of the battery.

Event description:
Additional information received from the healthcare provider (hcp) reported that the cause of the patient experiencing burning on one side of the battery was due to the battery pack being close to the surface of the patient's skin and piercing it. The patient's issues were resolved on (B)(6) 2015 by surgically repositioning the battery pack.